Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported a power loss alarm on the ltv 1200 ventilator when the respiratory therapist attempted transport. It was caught and the ventilator was plugged in immediately. The issue occurred during patient-use and at this time there is no information regarding patient outcome.